Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the pump became damaged at school. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.